Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had alarmed for air detected in the cassette. Treatment was discontinued. The patient reported stated that when she removed the cassette there was fluid leaking inside the pump module. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient was not required to come into the clinic and no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. The set was discarded.